Event description:
A customer reported a malfunction issue with their pump through a distributor in france. There was no information available regarding the impact on the customer's blood glucose level. The device is expected to be returned for evaluation by the end of march 2026, and a replacement pump with a serial number of (B)(6) has been assigned.